Manufacturer narrative:
The subject device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not conclusively determine at this time. If additional information becomes available later, this report will be supplemented accordingly.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover fell into the patient¿s body shortly after inserting the endoscope. The user facility further reported that when the endoscope first passed through the oral cavity before falling out, the tip of the distal end cover was visible on the image, but usually it is not visible. So, it was thought that it has already shifted during that time. The distal end cover was retrieved from the patient, and when it was examined, it was reported that the entrance side, which is the part that is inserted into the endoscope on the opposite side of the normal notch was torn. The intended procedure was completed using a similar device. There was no patient injury reported. Cross-reference related complaint with patient identifier number (B)(6), which is for the endoscope model tjf-q290v.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Please see updates to h4 and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical attack caused by the chemicals such as anti-fog agent adhering to the cover, resulting in the cover cracking and coming off the scope. The event can be prevented by following the instructions for use (IFU) which state: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.